Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) pacing lead impedances measuring greater than 3,000 ohms when programmed in bipolar. The health care professional (hcp) wanted to perform a magnetic resonance imaging (MRI) however, noted this would be non-conditional. Additional information was requested from the sales representative to see if an MRI was performed however, no information was obtained. At this time, the system remains in service. No adverse patient effects were reported.